Event description:
During a procedure using a flexor raabe sheath involving a pt with operative groin and a sharp angled bifurcation, the surgeon was looking to remove the sheath from the pt when the sheath tore apart, approximately half way down the shaft of the sheath. The surgeon had to cut down further on the pt to be able to grab the shaft with a surgical instrument. This grabbing of the sheath lead to further breaks along the length of the shaft, while the sheath remained in the pt's body. The surgeon was able to remove all of the sheath from the pt. The pt was reported to be in good health at end of surgery.

Manufacturer narrative:
The product was returned in a used and damaged condition. Visual examination revealed 5 breaks in the sheath in its midsection. The coil had completely separated at the breaks most distal and most proximal to the hub; where as in the remaining three breaks, the coil did remain intact, although elongated/unraveled. Images were also provided with the returned product. We can advise this product group is inspected 100% for bends, kinks, proper securement of proximal fittings and other surface imperfections prior to transport. We are aware of the potential for occurrence and provide an attached instructions for use, which cautions the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath as separation of the sheath may result when the fit is tight. We have notified the appropriate personnel and will continue to monitor for similar complaints.